Event description:
During preparation for cardiopulmonary bypass, the heart lung console tubing clamp assembly intermittently would not release when latched open. The pump was replaced during preventative maintenance. There were no adverse consequences to the patient as a result of this event.